Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the small battery drive device was not working properly. During an in-house engineering evaluation, it was observed that the device heated up during testing, made an unusual noise; and had damaged wire insulation on electronic control unit, worn bearings and rough rotation. It was further determined that the coupling head malfunctioned and had worn components; and it was difficult to insert the attachments and gauge. There were no delays in the scheduled surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly